Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5158429, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had a hematoma at the lead site. It was believed that the hematoma was not device related and could be possibly due to a dural puncture which has no sign during the implant procedure. The patient was being treated by an unknown intervention. No further information could be obtained.